Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as discomfort, dizziness, a loss of consciousness, and was unable to self-treat. Emergency services were called and upon their arrival, the customer had contact with a healthcare professional (hcp) who administered 2 slices of bread and apple juice as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.